Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain radiating to the abdomen and right iliac fossa') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, colic, fibroids and polyps. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("headaches"), pain in extremity ("punctures in both legs") and fatigue ("chronic fatigue"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, headache, pain in extremity and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache and pain in extremity to be related to essure. The reporter commented: the device was placed without any apparent complications. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain radiating to the abdomen and right iliac fossa') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, colic, fibroids and polyps. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("headaches"), pain in extremity ("punctures in both legs") and fatigue ("chronic fatigue"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, headache, pain in extremity and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache and pain in extremity to be related to essure. The reporter commented: the device was placed without any apparent complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2022: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain radiating to the abdomen and right iliac fossa') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, colic, fibroids and polyps. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("headaches"), pain in extremity ("punctures in both legs") and fatigue ("chronic fatigue"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, headache, pain in extremity and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache and pain in extremity to be related to essure. The reporter commented: the device was placed without any apparent complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.